Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when inserting a sz. 4 accolade tmzf stem, the implant would not seat as fully as dr intended. He decided to remove the implant in order to continue broaching. He engaged the threaded accolade extractor and as he was using mallet to back the stem out, the instrument broke in the handle portion. He continued to attempt to remove the implant with further mallet blows when the threaded portion of the instrument broke off inside the implant disengaging the instrument from the implant."